Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal left ventricular electrode of the lead was covered in blood. The analyst commented that the helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during the implant procedure there was difficulty extending and retracting the helix of the right ventricular lead. The lead was opened but not used. No patient complications have been reported as a result of this event.